Manufacturer narrative:
(B)(4). Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The visual inspection was performed. The device returned was kinked along the body, distal tip detached and bent. No evidence of fracture on the corewire was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that tip detachment occurred.the target lesion was located in an artery of the lower extremity. A 300cm long v-14 control wire was advanced. However, the tip of the wire was dislodged inside the patient.

Event description:
It was reported that tip detachment occurred. The target lesion was located in an artery of the lower extremity. A 300cm long v-14 control wire was advanced. However, the tip of the wire was dislodged inside the patient.